Manufacturer narrative:
Per good faith effort (gfe) response received on 19aug2024, the customer confirmed that the device is being removed from operations and will not be repaired. It was requested to close the case. No further information was obtained. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was loose on stand and needed parts replaced to correct issue. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided part ID for the base assembly, cover, central processing unit (cpu) tray, thumbwheels and an adapter plate. The investigation is ongoing.